Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The 3.0 x 16 mm graftmaster referenced is being filed under a separate medwatch report.

Event description:
It was reported that during a coronary procedure, a perforation occurred in the right coronary artery (rca). The 3.0 x 16 mm graftmaster stent delivery system (sds) was advanced; however, resistance was noted. It could not be determined what the resistance was with. The sds could not cross to the lesion. During removal, resistance was noted again and the stent dislodged from the sds into the aorta. A 3.0 x 12 mm graftmaster sds was then advanced, but could not cross to the lesion. The dislodged stent was left in the anatomy, and was not treated. The patient was sent to the operating room for successful treatment of the perforation. No additional information was provided.